Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date and was described as ¿about 2 weeks ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. The event was further described as ¿the patient was attempting to disconnect from the cycler and the dark blue tip of the transfer set disconnected from the light blue portion"; the patient was unable to disconnect. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.